Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) homechoice cassettes leaked from an unspecified location. This occurred during use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.